Manufacturer narrative:
(B) (6). (B) (6). Results and conclusion summation: in this case, there was no reported product deficiency. The reported thrombosis and myocardial infarction are known adverse events as listed in the no fault risk assessment (ram) and promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: in-stent thrombosis, subsequent, myocardial infarction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt was implanted with a promus stent on (B) (6) 2008. Post procedure, the pt developed in-stent thrombosis and experienced a myocardial infarction requiring revascularization. Current pt condition was not reported. Though requested, no additional info has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.